Event description:
Caller reported that the t:slim x2 pump battery was not charging, and there was a power source alert in the pump's history. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Technical support planned to follow up, and the customer requested a callback regardless of night time hours.